Event description:
It was reported that cartridge alarm 20 occurred and that the alarm recurred when caller attempted to resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Caller was unable to successfully load cartridge despite assistance, so pump was scheduled for replacement under warranty, caller planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, reprogram settings and reconnect continuous glucose monitor to replacement pump, and to return problematic pump using prepaid label within 10 days, which caller understood and acknowledged.